Manufacturer narrative:
Clarification to implant date.: (B)(6) 2018 until (B)(6) 2019. Article citation: hindi, isaac, et al. ¿efficacy of the xen45 implant in advanced to end-stage glaucoma patients.¿ journal of current glaucoma practice, vol. 16, no. 2, aug. 2022, pp. 84¿90. Https://doi.org/10.5005/jp-journals-10078-1364. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The article "efficacy of the xen45 implant in advanced to end-stage glaucoma patients" noted patients implanted with the xen®45 gts experienced the following adverse events: 15 eyes developed subconjunctival fibrosis with signs of decreasing bleb function, thus requiring needling. 10 eyes required a single needling procedure, while 5 needed two needling procedures; 3 patients experienced iop spikes greater than 30mmhg during 3 months follow up; 1 patient experienced hyphema; 1 patient experienced a flat ac that resolved spontaneously; unspecified number of patients who underwent the combined cataract procedure experienced post-op corneal edema that resolved spontaneously; 1 patient experienced malignant glaucoma with aqueous misdirection; 1 patient experienced hypotony maculopathy; 17 patients developed transient numerical hypotony first week after surgery. Of these 17, 8 also experienced choroidal detachment. Three of the choroidal detachment patients were treated conservatively with only prednisolone acetate 1% and atropine sulfate 1% eye drops. The remaining 5 patients experienced a shallow anterior chamber that required surgical intervention of an ac reformation using sf6, and one of them with hanita visco (ovd) and a subsequent sf6 reformation. This patient would experience high iop after the ovd; 1 patient experienced cystoid macular edema; during the immediate post-op period, patients who underwent the combined cataract procedure demonstrated a decrease in visual acuity that resolved spontaneously at the 1 month post op period and remained constant; 4 eyes experienced failure of the xen implant and would need to undergo an additional glaucoma procedure 6 months following; and a patient experienced a subluxated iol, tass, and iris obstruction of the stent and required an exchange with another xen®45 gts device.